Manufacturer narrative:
Follow-up # 3 ¿ (06/16/2015). The patient¿s test strips have been returned on 5/19/2015 and evaluated by lifescan product analysis on 6/4/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was displaying an error 2 message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6) 2015. The patient manages their diabetes with pills, diet and exercise. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of ¿feel week and started to sweat¿ later that day. The patient denied receiving any treatment for these symptoms. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The meter passed all testing with no faults found. The reported issue could not be confirmed. In addidtion the retain test strips passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.